Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient received multiple shocks. A review of the iegm showed af signal present on the rv channel. The rv lead was found dislodged. It was successfully repositioned. Should additional information become available this file will be updated.